Event description:
It was reported that the customer had a button error on his insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, intermittent button response due to moisture damage keypad trace noted. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.